Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor had the 12 g sdi redrive port failed. The event occurred during inspection prior to a colonoscopy procedure. There were no reports of patient harm.